Event description:
Additional information received that the patient recovered normally from the procedure. No patient symptoms or further complications were reported as a result of this event. The actions/interventions taken to resolve the failure to open were attempts were made to deploy the stent in the straight segment, retrieved it, and then deployed it again. The cause of the failure to open was not determined. It was clarified that the "fatigue" in the catheter was during the process of pushing the stent, the length of the guide wire was significantly greater than the exposed length of the stent, that was, the distal end of the catheter was abnormally stretched. The cause of the fatigue was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227889970); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a blood flow diversion stent implantation for an unruptured, saccular intracranial aneurysm located in the intracranial segment of the internal carotid artery, the middle section of the pipeline embolization device did not open properly. Fatigue occurred at the distal end of the catheter, making stent delivery difficult. Dual antiplatelet treatment was administered. Attempts to retrieve and redeploy the stent were unsuccessful, leading to the replacement of the device with another product, which was successfully implanted.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex was returned within phenom 27 catheter. ¿ damage location details: the pushwire was returned extending out from catheter hub. In addition, the pipeline flex braid was returned within catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~48.2cm from proximal end. In addition, the catheter body was found to be flattened from ~9.0cm to ~10.6cm from distal end. The catheter distal tip/marker band was examined, and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex device was pushed out from catheter. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the middle section as the middle section of the braid was found to be fully opened and no damage. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. However, the phenom 27 catheter was confirmed to have catheter kink/damage and catheter stretched/ flattened as the phenom 27 catheter was found to be kinked and flattened. However the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.